Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The contralateral approach was used to gain access to the 100% stenosed target lesion which was located about 25cm from the severely tortuous and severely calcified right superficial femoral artery (sfa) ostium. A 7fr non bsc sheath was placed by crossover from the left thigh. Backup was performed with a non bsc guide catheter, micro catheter and a guidezilla2pv. The iliac artery in the pelvis was severely tortuous and severely calcified, and it was very difficult to select the sfa branch. The guidewire was replaced with a wire of 12g tip weight. The guidewire was advanced to the sfa mid part, and the non bsc micro catheter was unable to follow, so the first, dilation was performed at the guidewire passage part using a coyote3-220, but the balloon ruptured at 6atm. Ivus was barely able to pass 15cm from the sfa ostium. The lesion was observed and measured for 6mm, so high pressure dilation was performed using a 4mm mustang balloon catheter. However, the stenosis remained even at 20atm, and the balloon ruptured at 22 atm. After that, a surface puncture was performed. The rendezvous technique was performed with both guidewires. The physician selected a 4mm high pressure non-bsc balloon catheter but failed to cross the lesion. A 4mm coyote es balloon catheter was delivered with no issue. An eluvia stent was advanced but was only able to reach the severely calcified sfa mid part, and it could not be pushed further. Dilation was performed again with a balloon catheter. The physician tried to deliver the eluvia stent again but the resistance was not resolved. The procedure was ended and was not completed due to this event.